Event description:
It was reported that dilaudid (500mg/50ml) was hung at 1800 on (B)(6) 2025. At change of shift, the clinician found 15ml left in chamber and observed that the bag was empty. A refill was requested at 2124. Pharmacy had messaged that dilaudid was not due for a new bag. After discussion, it was confirmed that the bag was empty and only a little more than 1/2 full was the chamber. The pump was reportedly running at correct dose and concentration. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of "over infusion - dilaudid" could not be confirmed through laboratory testing or log review. The suspect pump module was found to be infusing within specification. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The facility reported an over-infusion of dilaudid on 27 october 2025 at 6:00 pm. A review of the pcu and pump module error logs showed no errors recorded related to the reported issue. Event log review indicated that the suspect pump module was attached to the pcu and powered on at 6:00 pm. Between 6:15 pm and 6:16 pm, the pcu was powered on and the suspect pump module was attached and assigned on channel b; drugid 368 (dilaudid suspected); drug amount: 500 mg; diluent volume: 50 ml; rate: 0.6 ml/h; vtbi: 50 ml; pvi = 870.30 ml; infusion started. At 6:58 pm: vtbi changed to 15 ml; pvi = 870.72 ml; infusion started. At 9:23 pm: vtbi changed to 9 ml; pvi = 872.18 ml; infusion started. Between 10:00 pm to 10:01 pm, the infusion was paused; pvi = 872.53 ml; pump module reassigned to channel a and removed. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. An internal and external inspection of the suspected pump module was performed, and no issues related to the reported event were found. Inspection and testing of the incident administration set could not be performed since the incident administration set was not available for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event of over infusion - dilaudid could not be determined through laboratory testing or log review. The suspect pump module was found to be infusing within specification. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a0404, g0301201, c23, d11, a1801, g04037, a040506, g04070, c070606, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that dilaudid (500mg/50ml) was hung at 1800 on (B)(6) 2025. At change of shift, the clinician found 15ml left in chamber and observed that the bag was empty. A refill was requested at 2124. Pharmacy had messaged that dilaudid was not due for a new bag. After discussion, it was confirmed that the bag was empty and only a little more than 1/2 full was the chamber. The pump was reportedly running at correct dose and concentration. There was patient involvement but no harm..

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.